Manufacturer narrative:
5/14/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a bowel resection procedure, the clips were ejected prematurely. No add'l info is available.